Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. There were observations of high out of range pacing impedances greater than 2000 ohms, increased thresholds to 3.4v, and noise that was being oversensed causing pacing inhibition (unknown duration). The lead was surgically capped and replaced a few days later, and rest of the system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).